Event description:
The customer reported that digoxin quality control results were negatively biased (<0.3 ng/ml to 0.8 ng/ml vs. Target of 2.8 ng/ml). A field engineer visited the site and aligned the wash tip with the tip locator and adjusted the wiring harness length on the immunorate wash module on the analyzer. Pt results were not processed until the quality control results were back within limits.